Event description:
I have an internal defibrillator for the past 6 years and this past (B)(6) it started going off and shocked me 5 times the first day and 6 times the next day. I went to the emergency room at (B)(6). They did not have the equipment to interrogate the device so I was taken by ambulance to emory. The doctor told me the device was on recall and needed to be replaced. I was also told since the device is on recall medtronic would pay for all expenses related to this removal. It was replaced in (B)(6) 2013. Medtronic did not pay my bill, but sent me a check that I did not cash but tore up. I had no insurance at that time so I am no receiving a (B)(6) dollar bill from the hosp that medtronic refuses to pay. The defibrillator tore up my chest from the shocks and I was burned really badly. There was a broken lead wire from the device to the heart which is the exact reason the device was on recall.